Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, the patient experienced myocardial infarction. The unspecified target lesion was located in the proximal left circumflex. The 90% stenosed target lesion was 2.5mm in diameter and 6.0mm long. The lesion was treated with predilation and placement of a 2.50x12mm taxus liberte stent. Residual stenosis was 0%. The patient underwent peripheral angiography for increasing claudication with bilateral infrapopliteal disease. One day post-index, the patient was diagnosed with myocardial infarction (mi). Cardiac enzymes did meet the protocol definition for an mi. No action was taken to treat the mi. The outcome was resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).